Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer called in to report a no delivery alarm during manual prime. The customer's blood glucose level was unknown. The customer stated that changing the reservoir resolved the issue. The customer's items were replaced and were asked to return the products for analysis.

Manufacturer narrative:
A complete analysis and testing of 3 opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.